Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the amphirion deep. It was reported that the balloon ruptured when inflated. Another device was used to complete the procedure. No patient injury reported.